Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.

Event description:
MFR rep reports pt underwent total device system explant in 2006, due to an infection 6 weeks post implant. The device was explanted and returned to the MFR for analysis. No additional info on pt symptoms was available at the time of this report, but the physician did note fluid accumulation in lead body proximal to ipg connector block. The pt reportedly "treated satisfactorily and is in good health." A follow up report will be sent when additional info is received.